Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient fell and hurt their arm. The patient was advised to turn off stimulation and reach out to their doctor. Additional information was received two days later. The trial was going good but the patient had to turn their stimulation off because they fell and had to go to the ER. The patient fell forward and broke a few bones. Since yesterday at 4:30, they had not been able to urinate on their own. It was noted the patient usually urinated and then self-cathed afterwards, but as of yesterday, they could only self-cath. The patient was on program 1 at 0.7 and currently felt stimulation, but took it down to 0.6 because it got uncomfortable. The patient was concerned they had it too high which was what was affecting their symptoms. The patient was on program 2 previously but was switched to their current program. The patient was redirected to follow up with their healthcare provider (hcp) to have the device checked post-fall. The patient had an appointment scheduled on (B)(6) 2017 and the trial officially ended the following monday. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.